Event description:
It was reported that the patient received inappropriate therapy for atrial fibrillation (af) with rapid ventricular response (rvr) as a result of invalid detection on the implantable cardioverter defibrillator (ICD) device. The device was reprogrammed and it remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. Concomitant medical products: 5076-52 implantable pacing lead, (B)(6) 2002; 6945-65 implantable tachy lead, (B)(6) 2002. (B)(4).

Manufacturer narrative:
Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory was performed and no anomalies were found.